Event description:
At follow-up office visit to initiate stimulation, physician claimed that the pt's incision site was open to a point where the generator could possibly fall out. The surgeon re-stitched the incision site, prescribed antibiotics, and scheduled pt for generator replacement surgery because the original generator had been exposed. Further investigation revealed that while taking a shower, the pt's incision site opened up and the generator was exposed. The generator was explanted and the pocket sterilized. The lead was left in place. After the incision and pocket have healed, the pt will be re-implanted with a new generator. It was further reported that the pt had an infection.